Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse reported that the machine is displaying the error message: "iab catheter restriction and system over temperature." Fse confirmed the mentioned issues 'system over temperature & iab catheter restriction alarm' through faut logs. Fse cleaned the system fan and compressor cooling fan and remove the dust particles properly and rectified the 'system over temperature error'. Fse run all manifold test and observed that device failed the deep vacuum test. Filter of the vacuum inlet (sm1) was found defective. Also found safety disk and tidal volume disk were expired as device failed the patient interface module test also. Parts replaced are muffler 1/8 npt vacuum inlet, tidal volume disk, safety disk. Safety disk cycles- 1396844. Device passed the all safety and functional tests successfully. Device was returned to customer and cleared for clinical use. Defective spare parts are unavailable for return due to customer¿s policy.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) has 'system over temperature & iab catheter restriction alarm'. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) machine displayed the error message of iab catheter restriction and system over temperature. There was no patient involved.

Manufacturer narrative:
Updated fields:b4,b5,g3,g6,h2,h11.

Event description:
It was reported by the fse that during routine check the cardiosave intra aortic balloon pump(iabp) machine displayed the error message of iab catheter restriction and system over temperature. There was no patient involved.